Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2016, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown baclofen (2000 mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a dye study, and the catheter was found to not be in the intrathecal space which made sense because the patient reported ¿not really having good therapy.¿ the physician opted to shutdown pump instead of doing a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider via a company representative reported that the event occurred in april. The cause of the catheter not being in the intrathecal space was not determined and the issue was what caused the patient's lack of therapy.